Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per follow-up with the field service representative (fsr), this is the sensor that came with the rebuilt epgs. The customer heard no gas leaks and they checked all hose connections.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor failed calibration on the electronic patient gas system (epgs). As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) attempted a calibration of the electronic patient gas system (epgs) and it failed. He installed a new oxygen (o2) sensor, which passed calibration. The fsr performed extended testing of the new sensor and performed additional calibrations. The unit operated to the manufacturer's specifications. The o2 sensor that failed had been installed during reconditioning of the unit at the manufacturer. The fsr installed the rebuilt epgs on (B)(6)-2015, during inspection the o2 sensor passed calibration and passed for surgery on (B)(6)-2015 but then failed calibration prior to surgery on (B)(6)-2015 (this complaint). The suspect part will be returned to the manufacturer for further analysis. During the laboratory evaluation, a lab-tested epgs would not pass calibration with the returned oxygen (o2) sensor installed. The product surveillance technician (pst) installed the returned o2 sensor into a lab-tested epgs and connected the epgs to a system-1 simulator and central control monitor (ccm). He connected the epgs to oxygen and air, entered a perfusion screen on the ccm. After the 15 minute warm-up period, calibration of the o2 sensor was initiated and failed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 2.88 volts which is outside the specification of 0.55-2.758 volts. The pst initiated two more calibrations and both failed. No further testing could be accomplished with calibration failing. Nothing observed that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.